Event description:
It was observed that during the device evaluation, the subject device exhibited rust around objective lens and the distal end was detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The complaint was confirmed the device was leaking due to a cut the most probable cause of the complaint is d02 - cause traced to component failure however, a root cause could not be identified. Expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.